Manufacturer narrative:
The customer notified siemens of a discordant, falsely elevated concentrated carbon dioxide (co2_c) result that was obtained on the advia 1800 instrument. The customer informed siemens that they replaced the deionized water tank again on (B)(6) 2020. On (B)(6) 2020, the cse was dispatched to the customer's site. During this visit, the cse performed a decontamination procedure on the water and salt lines, replaced the water filter at the customer's plumbing line. Calibration and qc were run after decontamination and both recovered acceptably. The cause of the elevated co2_c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2432235-2020-00283, 2432235-2020-00284, and 2432235-2020-00295 and their associated supplemental reports were filed for the same issue.

Event description:
A discordant, falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia 1800 instrument. The result was not reported to a physician(s). The sample was repeated twice, and the repeat results were lower than the initial result. The lower repeat result value was reported to a physician. There were no known reports of patient intervention or adverse health consequences due to the elevated co2_c result.